Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7070600/7070596.

Event description:
It was reported that the patient had difficulty charging the ipg and one of the leads had multiple contacts out. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices were not returned.